Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (date and type unknown). According to the complainant, the active tone was too quiet during the procedure. It was reported to be audible, but much quieter than the cable fault alarm. Additionally, the complainant indicated it was very difficult to set the power level to 28; the reading on the display would fluctuate between 27 and 29. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.